Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: social media.

Event description:
Possible false positive sars result for 1 symptomatic consumer. The consumer communicated that they tested negative with molecular (pcr testing) and other rapid antigen assays. 5 additional consumer events were also communicated which are captured on separate reports.